Event description:
It was reported that before the surgery the locking screw on handle side is stiff. No harm or delay was reported. An alternate device was used for the procedure. At product evaluation investigation the mesher comb was found bent. No adverse events were reported as a result of this malfunction. No further event information available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Telephone number: (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have a bent comb. The calibration and test cut could not be checked due to the bent comb. The comb, side plates, carrier guide, and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.